Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had an error e315 (incompatible scope), no image and the charged coupled device board had corrosion. Based on the results of the investigation, the probable root cause was the charged coupled device board was corroded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope had an error e315 (incompatible scope), no image and the charged coupled device board had corrosion. There were no reports of patient involvement.